Event description:
When physician was trying to re insert the v care, dr. Tested the balloon first, the balloon burst, no harm done in part of the patient, equipment not in side the patient.

Event description:
When physician was trying to re insert the v care, dr. Tested the balloon first, the balloon burst, no harm done in part of the patient, equipment not in side the patient.